Manufacturer narrative:
(B)(4) manufacturing site evaluation: reference code: 2 x (B)(4), 4 x (B)(4). Device name yasargil clip std. Permanent. Serial number (B)(4). Batch number (B)(4). Manufacturing date 07/16/2013, 12/16/2013 ((B)(4)) 01/18/2012 ((B)(4)). The products were analyzed by microscope. The products show incorrect jaw positions and gaps between the jaw parts. The device history report was reviewed to review the closing force at the time of release. The device quality and manufacturing history records were reviewed for all available lot numbers. The device history file has been checked and found to be according to specification valid at the time of production. Based on the information available as well as a result of the investigation, the root cause of the failure is most likely user related. According to the statement of the surgeon, these type of clips are for permanent use only. The incorrect position and the gap in the jaw is an indication that the jaw was opened more than once which may cause a deviation of the closing force. Closing force can not be guaranteed after several openings. This is clearly indicated in the IFU. Based on the investigation and the statistical analysis manufacturing errors and a design related root cause are excluded. Error is likely user related. No additional action is required.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Customer requesting review and confirmation of closing force of clips. It was reported that the closing force was too weak during bypass surgery; clip being temporarily used during the collection of graft. One surgery was referenced, however (4) fe762k and (2) fe782k were received for evaluation. Not reported which product(s) were used during mentioned surgery. Related to medwatch 2916714-2015-00902.